Event description:
It was reported by repair work order that the bed would keep locking out due to a malfunctioning footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.